Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient is having worsening symptoms and that their managing physician thinks the system is malfunctioning. The patient initially did well with motor functioning and tapering of medications. Since the patient last saw the hcp in 2016 there has been many things that have happened. The patient had motor symptom decline, worsening right side tremor, mobility and cognitive decline. It was also reported that the patient has had three car accidents, with one of them resulting in direct trauma to the upper right chest ins area. The patient¿s wife also mentioned that the patient has had at least three electrocutions while working on house rewiring. The patient¿s hcp reported that their battery voltage has not changed since 2015 and is fixed at 3v. A brain MRI was performed in (B)(6) 2017 that showed the lead was adequately placed. A skull and chest x-ray were performed and reported to be unremarkable. The patient¿s healthcare provider made programming adjustments in (B)(6)2017 and symptoms mildly improved, and the patient is more stable. The patient overall has become more dependent on scheduled levodopa. It was also reported that the patient¿s right ins was showing high impedance. No complications or further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.